Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.this is one of four medwatches being submitted as four devices were involved in this event. See also medwatch 2210968-2013-01311, medwatch 2210968-2013-01312 and medwatch 2210968-2013-01314. The same patient is represented in each medwatch.

Event description:
It was report that a patient underwent a laparoscopic supracervical hysterectomy on (B)(6) 2013. During the procedure, the device was vibrating but would not work. The light was on but just blinking. It was unknown how the procedure was completed. There were no adverse patient consequences reported. Additional information has been requested.